Event description:
It was reported that patient had some an erosion both at the lead sites and battery site which caused pain. Additional information was received that patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred over the last several years from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 16491013/16491013.

Event description:
It was reported that patient had some an erosion both at the lead sites and battery site which caused pain.